Event description:
It was reported that the pt experienced loss of therapeutic effect. The pt's device had been turned off for a long time and when turned on, he felt no stimulation. Impedance readings on all unipolar pairs were greater than 4,000 ohms. The entire system was replaced. Further info is being requested from the hcp.